Manufacturer narrative:
B3. Date of event: aware date used as event date is unknown. D2a. Common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Phillips, k., dwivedi, j., riedy, n., hunt, b. Multiple cases of pulmonary vein entrapment using the merit rosen wire during pentaspline pulsed field ablation. August 2025. Heart, lung and circulation 34 s571. Doi 10.1016 j.hlc.2025.06.749. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature article that guidewire entrapment occurred. A study was completed at multiple healthcare facilities to assess pulmonary vein entrapment of merit rosen guidewires used in conjunction with farawave catheters during pulsed field ablation (pfa) procedures. Patients enrolled in the study underwent a pfa procedure of the pulmonary veins using a merit rosen guidewire and farawave catheter. During three (3) procedures after delivery of ablation was complete entrapment of the merit rosen guidewire occurred and the guidewire was unable to be withdrawn. Strong traction force was required to aid in removal of the guidewires in all three (3) procedures. Two (2) instances of guidewire entrapment occurred in the right superior pulmonary vein and one (1) instance of guidewire entrapment occurred in the left superior pulmonary vein. In two (2) of three (3) procedures the merit rosen guidewire and farawave catheter were removed from the patient as a unit. During a total of four (4) procedures, the merit rosen guidewire was observed to be fractured upon removal from the patient. No adverse patient sequelae were reported and all procedures were successfully completed.

Manufacturer narrative:
B3 date of event: aware date used as event date is unknown. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Phillips, k., dwivedi, j., riedy, n., hunt, b. Multiple cases of pulmonary vein entrapment using the merit rosen wire during pentaspline pulsed field ablation. August 2025. Heart, lung and circulation 34 s571 doi 10.1016 j.hlc.2025.06.749. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. With all the available information, boston scientific (bsc) concludes: investigation summary: although the product was not returned it was determined that a stuck guidewire and difficulty withdrawing a guidewire are known events defined in the farawave catheter risk management documentation. Device history record review the lot number of the farawave catheter was not provided, therefore a device history record review was unable to be performed. The upn of the farawave catheter was not provided, therefore a ship history of previous lots sent to the customer were unable to be reviewed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis the farawave catheter was not returned, therefore returned device analysis could not be performed. Labeling review there was no evidence to suggest the device was used in a manner inconsistent with the labeling. Investigation conclusion bsc has assigned an investigation conclusion code of unable to exclude device problem. It was reported via literature that during several pulse field ablation procedures a merit rosen guidewire became entrapped within a farawave catheter. Additional force was required to withdraw the guidewire or the guidewire and farawave catheter were removed as a unit. As none of the farawave catheters or merit rosen guidewires were returned for analysis, the reported guidewire entrapment could not be confirmed. Risk review a review of the farawave catheter hazard analysis was completed and confirmed that the events of guidewire stuck and difficult to withdraw guidewire were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported via literature article that guidewire entrapment occurred. A study was completed at multiple healthcare facilities to assess pulmonary vein entrapment of merit rosen guidewires used in conjunction with farawave catheters during pulsed field ablation (pfa) procedures. Patients enrolled in the study underwent a pfa procedure of the pulmonary veins using a merit rosen guidewire and farawave catheter. During three (3) procedures after delivery of ablation was complete entrapment of the merit rosen guidewire occurred and the guidewire was unable to be withdrawn. Strong traction force was required to aid in removal of the guidewires in all three (3) procedures. Two (2) instances of guidewire entrapment occurred in the right superior pulmonary vein and one (1) instance of guidewire entrapment occurred in the left superior pulmonary vein. In two (2) of three (3) procedures the merit rosen guidewire and farawave catheter were removed from the patient as a unit. During a total of four (4) procedures, the merit rosen guidewire was observed to be fractured upon removal from the patient. No adverse patient sequelae were reported and all procedures were successfully completed.